Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that nitroglycerine 50mg/250ml infusing at 50mcg/min stopped during transport of a patient to hospital for treatment of a chf exacerbation. The pump alarmed and all 3 channels became inoperable. The patient required four doses of sublingual nitroglycerine, but arrived at the hospital in stable condition. No long term harm was reported. The customer declined an investigation; their subsequent evaluation of the device determined that the event occurred because of a battery failure. They have replaced the batteries and put the device back into service.